Event description:
Complaint description: a hosp manager of ambulatory services reported that two perforations occurred during colonoscopy procedures. Both procedures were performed by the same physician with the same colonoscope. The injuries were surgically repaired.